Manufacturer narrative:
All operating currents were within specification and no unexpected battery out limit alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was about 1000 mg/dl at the time of hospitalization. The customer's blood glucose was 299 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer stated that the insulin pump was not working. The customer stated that they have been wearing the insulin pump but the blood glucose was not coming down. The insulin pump will be returned for analysis.